Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)

Event description:
It was reported that foreign matter was seen floating in the phaseal n35/20d/f/2cq/std/50cm/ll "7 hours" after the infusion had started. The following information was provided by the initial reporter: "after connecting an infusion bag of etoposide, the spike set ((B)(4)), and the IV set ((B)(4)), infusion was started. About 7 hours later, white floating substances were found in the IV route. The substance might be precipitates at etoposide concentrations of =0.4 ml but the concentration was about 0.22 ml in this case."

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 2/2/2021. H.6. Investigation: when I checked the series of actual products received, white floating matter was found as requested. White suspended matter appeared to be some kind of precipitate, and was found only in the filter and its upstream part. No abnormalities such as damage, discoloration, or deterioration were found in our actual product. No abnormality was found in the actual product manufactured by our company, and white suspended matter was found only in the upstream part from the filter.therefore, this event was not caused by our product, but the precipitates caused by the change in the composition of the chemicals, etc. It is presumed that it stayed in the upstream part and was captured by a filter with a pore size of 0.2 m. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that foreign matter was seen floating in the phaseal n35/20d/f/2cq/std/50cm/ll "7 hours" after the infusion had started. The following information was provided by the initial reporter: "after connecting an infusion bag of etoposide, the spike set (515505-zat), and the IV set (515587-zat), infusion was started. About 7 hours later, white floating substances were found in the IV route. The substance might be precipitates at etoposide concentrations of =0.4 ml but the concentration was about 0.22 ml in this case."